Manufacturer narrative:
The device referenced in this report has not yet been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported after running an evis exera ii colonoscope through the reprocessor six times it had a positive protein test. There is no patient contact/impact related to this occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were updated and/or corrected: b5, g4, g7, h2, h3, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the result of the protein test was positive, it is likely that the reprocessing process at the user facility was different from the process recommenced by the instructions for use (IFU).

Event description:
The customer informed olympus there was no positive culture test. The positive test from the customer was for protein.